Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted into the proximal lad. An angiographic complication of perforation occurred in 1st diagonal branch. During the index procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (perforation). Evaluation conclusions: inherent risk of procedure ¿ (perforation). (B)(4).